Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2938836-2021-00001. It was reported that the right ventricular (rv) lead was explanted and replaced due to noise. Patient was stable.

Manufacturer narrative:
A partial lead with the distal portion measuring 49.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.